Manufacturer narrative:
Our field service engineer confirmed the technical errors indicating a power error and an open safety valve in the device logs. He checked all connections and cleaned the safety valve diaphragm. After successful functional and electrical safety tests, the device was cleared for clinical use. The evaluation of the received device logs confirms a single occurrence of the reported technical errors and a stop of ventilation immediately after ventilation start 5 days before the reported date of event. The ventilator was immediately replaced. If the safety valve fails it can lead to stop of ventilation. This will be discovered during pre-use check and during ventilation high priority alarms will be generated. In other investigations with these specific errors/symptoms, the root cause has been a failing capacitor on the expiratory channel printed circuit board. In the current complaint the technical errors did not reccur after the service and no further issues have been reported. The conclusion is that the ventilator alarmed once for a power error and an open safety valve. Our field service engineer checked all connections and cleaned the safety valve diaphragm which resolved the issues. The cause of the reported errors couldn't be determined since no part was replaced and returned.

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #: 1914mcc1500.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated an alarm indicating that the ventilator had to be replaced. There was no patient harm. (B)(4).